Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Moreover, an unexpected "replace battery" alert would pop up from time to time. Upon further review of the unit's interior, there is rust at the bottom of the battery compartment and slight traces of corrosion on the battery board and assembly inside the case underneath the battery compartment.

Event description:
The customer reported via phone call that their insulin pump battery life only last for few days. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.